Event description:
During the index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted in the mid lad. It was reported that the patient suffered a gi bleed approximately 2 years and 3 months post the index procedure. Cbc done for fatigue and one week history of black stools. Hgb 9.4 led to hospital admittance. Prbc transfusion of 2 units and proton pump inhibitor given, hgb 11.0 at discharge. Investigator assessed that the event was not related to the study device. Patient was asymptomatic / free of symptoms at the 30 day, 6 month, 1 year, 1.5 year, 2 year and 2.5 year follow ups.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (haemorrhage).

Manufacturer narrative:
Clinical events committee (cec) have adjudicated that the previously reported gi bleed occurred approximately one week prior to that previously reported.